Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, was explanted for normal battery depletion, with notes that the device reached elective replacement indicator (eri) due to a charge time measurement greater than 17.9 seconds. To date, no adverse patient effects were reported with this clinical observation.